Event description:
It was reported that during a percutaneous coronary intervention procedure, an issue with the 'sleeve' of a balloon catheter occurred. Lesion details are unknown. This 15mm x 3.0mm apex monorail balloon catheter was being prepared for the procedure when the physician noticed plastic on the yellow 'sleeve' appeared to be coming apart. The procedure was continued with another of the same apex monorail balloon catheter. No patient complications were reported and the patient's status is ok. Additional information has been requested and is unavailable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).